Event description:
The customer reported that the internal paddles failed the opcheck. They wanted additional information about testing the internal paddles. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.